Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was bleeding at the apical seal during implant procedure despite using the revised seal kit. Blood product administration and prolonged operating room (or) time were required. The patient bled 1.7 liters which led to volume replacement and blood product administration. This also led to a prolonged operating room (or) time.

Event description:
It was additionally reported that the source of the bleeding was confirmed between the apical cuff and inflow. A piece of pericardium was added and the patient was administered blood products. A wiper seal was present during the procedure; there was no difficulty inserting the pump. The pump was only connected one time to the pump and the apical cuff used was standard.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of bleeding between the apical cuff and the inflow cannula could not be confirmed through this evaluation as no images or videos were submitted for review and the device remains in use. The patient remains ongoing on heartmate 3 lvas, (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the manufacturing documentation found no deviations during installation, testing, and inspection of the cuff lock during pump assembly. Additionally, review of the device history records for the apical cuff lot number 10557840 showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as a potential adverse event that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU, ¿surgical procedures¿, provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Section 5 also provides instructions on how to mate the pump to the apical cuff and describes the steps to ensure proper engagement of the cuff lock. Furthermore, section 5 also states that ¿during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency.¿ no further information was provided. The manufacturer is closing the file on this event.